Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) 2007 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The de novo lesion was tight and concentric. The lesion was located in an avf. The target vessel was non-tortuous, without calcification and the reference diameter was 5.0mm. The target lesion length was 10mm and 80% stenosed. The target lesion post-procedure stenosis was 80%. It was reported that there was very tight stenosis, the cutting balloon had no effect and the pressure dropped at 8 atmospheric pressures (atm). The patient had a follow up visit in (B) (6) of 2007. The stenosis of the target lesion was treated by conventional angioplasty, (B) (6) 2007. At the three and six month follow up visits the target lesion was patent.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis